Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the system was explanted due to other observation/complication and secondary to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the return date and investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the system was explanted due to other observation/complication and secondary to infection. There were no additional adverse patient effects reported. The rv lead was explanted.